Manufacturer narrative:
The customer complained that there was a small fire at the outlet where the IV pump was plugged in. The complaint was not verified. No damage was found during the visual inspection. The device passes the self-test. Ran protocol 450/50 piggybacked. Passed protocol. The connectivity test passed. No problem found. Device functions as designed. The probable cause is unconfirmed. Date returned to mfg: 3/10/2023.

Event description:
The power cord is an ICU medical issued power cord and the ground prong is not bent. There were no sparks noted inside the clear plastic plug. No history is available, incoming inspection is the only record until this incident. The pump has only been in service since december. There was no patient involvement and no injuries to patients or staff.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a plum 360 generated a small fire at the outlet where the intravenous (IV) pump was plugged in. There was unknown patient involvement and no harm was reported. No additional information is available at this time.